Event description:
It was reported that the intima-ii 22gax0.75in prn slm needle was pulled out of the patient and found to be defective. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the nurse performed indwelling needle puncture for the patient. During the puncture, the patient felt strong pain, and the insertion was blocked. The indwelling needle was pulled out, and the indwelling needle was found to be defective.".

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii 22gax0.75in prn slm needle was pulled out of the patient and found to be defective. The following information was provided by the initial reporter, translated from (B)(6)to english: "on (B)(6) 2020, the nurse performed indwelling needle puncture for the patient. During the puncture, the patient felt strong pain, and the insertion was blocked. The indwelling needle was pulled out, and the indwelling needle was found to be defective."